Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to bone loss and migration of the acetabular cup. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery date or which components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to bone loss and migration of the acetabular cup. The modular head, acetabular cup and taper adapter were removed and replaced.